Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed intermittent turn on after removal of the ac power. Physio replaced the programmed user interface pcb and system control pcb assemblies, and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to duplicate the reported failure. Further component root cause of failure was not determined.

Event description:
It was reported that the device had boot up problems. There was no report of patient use associated with event.